Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2026, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 78-year-old male patient with weakness, fatigue, heart palpitations, sob associated with exertion.there was no additional patient information. Return product is available for investigation. Method, date, collected, tested, results, positive/negative; I-stat, (B)(6) 2026, 16:33 , 16:51, 240 ng/l, positive, I-stat, (B)(6) 2026 , 18:30 , 18:45 , 535 ng/l , positive, architect, (B)(6) 2026, 01:10, 01:17, 10 ng/l, negative, architect, (B)(6) 2026, 02:35 , 04:24 , 10 ng/l , negative. For both I-stat and architect: 0-35 m ref range 0-17 f ref range >64 ng/l critical. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The investigation is underway. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml) female 490 13 (10, 17) male 404 28 (19, 58) overall 895 21 (14, 30).

Event description:
Na.

Manufacturer narrative:
(B)(4). The investigation was completed on 10-mar-2026. The customer observed high results from hs-tni cartridge lot a25224c that were considered discrepant from the laboratory instrument results. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25224c.